Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
A healthcare professional reported a rupture of the left device discovered via clinical warning signs and a capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the posterior side assessed as an unidentified (tear) opening (shell thickness was within specification) capsular contracture: unable to confirm as it is a medical event not related to the device additional observations: no other observation observed.

Event description:
A healthcare professional reported a rupture of the left device discovered via clinical warning signs and a capsular contracture baker grade iii. The device has been explanted.